Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis was performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue/link detachment. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with two proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.